Manufacturer narrative:
The investigation for the positioning issue, hemolysis, and aortic valve insufficiency/heart valve damage has been completed. According to the clinical, on the second day of impella 5.5 support there were concerns for hemolysis due to the patient producing red urine. The team believed two long pump times and an underfilled lv post op could have contributed to hemolysis. Later the same day the patient was also suffering from aortic valve insufficiency. Although the pump was confirmed to be in good position, the decision was made to reposition the pump in hopes of resolving the issue. However, by the next day the hemolysis remained and the decision was made to explant the pump. Product evaluation confirmed no abnormalities and the pump later passed hemolysis testing. No data logs were returned for analysis. The most likely cause of the hemolysis was patient condition related. The cause of the heart valve damage was not determined because not enough clinical information was given. D9 date device returned to manufacturer added. D4 model number was inadvertently reported incorrectly on the initial manufacturer device report number. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number. H6 health effect impact code 4628 was inadvertently omitted on the initial manufacturer device report number.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock. Section: axillary insertion of impella 5.5 catheter: ¿use fluoroscopy for placement impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), can help confirm the position of the impella catheter after placement, tee does not allow visualization of the entire catheter assembly and is inadequate for reliably placing the impella catheter across the aortic valve.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user facility reported a patient experiencing postcardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella 5.5 device. During support, the patient was having hemolysis and aortic valve insufficiency. The physician repositioned the impella pump, but the issues remained. Due to unresolved aortic valve insufficiency and hemolysis issues, the decision was made to explant the impella pump, and after the pump was removed, there was no aortic valve insufficiency. The patient was noted to be in stable condition.